Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt passed incoming functionality testing but failed a hi-pot test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated in the distribution node, causing the pulse wires to short together. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During investigation of a belt for an unrelated issue, a reportable device malfunction was found. The electrode belt failed a functional test.